Event description:
Customer reports obtaining results of hi and 59mg/dl on the same device within 4 minutes. Customer reports taking additional insulin based on the device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.